Event description:
It was reported that a message was received in the remote home monitoring system that the right atrial automatic threshold (raat) test was detected as greater than the programmed amplitude or suspended due to the presence of an atrial arrhythmia. Review of a stored ventricular episode noted this pacemaker and right ventricular (rv) lead exhibited possible noise and oversensing. The observed noise was noted to be an isolated event. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.